Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was trached in the operating room, and two devices' cuffs popped. The patient was finally trached and sent to the post-anesthesia care unit (pacu) about an hour ago. After the patient was sent to post-anesthesia care unit (pacu), the device's cuff tore/popped again and was brought back to the operating room for another emergency trach.